Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a return of symptoms with increased pain and sweating when the "pump went out". No patient treatment or outcome was reported. The drug contained in the pump at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.